Manufacturer narrative:
No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. As the lot number associated with this complaint is not available, a batch record review and testing of the house retains were not possible.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: incident description: the pump was infusing norepinephrine, pump alarmed for air in line, writer attempted to clear alarm. Pump continued to alarm air bubbles, and appeared to not be infusing, patients map then shot up to 130's, writer questions if pump delivered bolus of norepinephrine. Lines switched to new pump where it then stated air bubbles and would not clear. New line primed and started in a third pump.